Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the vertical line running through the display. The display was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during start-up, the cardiosave intra-aortic balloon pump (iabp) had a vertical line running through the lcd screen. There was no patient involvement, and no adverse event reported.